Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's c-qur mesh product. On or about (B)(6) 2012, plaintiff had a 20x15 centimeter piece of c-qur mesh, implanted to repair a hernia. It is further alleged that the mesh was defective and caused serious injury. On or about (B)(6) 2012, plaintiff underwent revision surgery and the surgeon noted abdominal wall abscess allegedly caused by the c-qur mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.